Manufacturer narrative:
The returned device was evaluated and the investigation found a damaged (bent) cannula. Additionally, the pod was confirmed to have terminated in a hazard alarm. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose reached 326 mg/dl while wearing the pod longer than 48 hours. The pod had terminated in a hazard alarm. When removed from the infusion site (leg), the pod's cannula was found bent. Patient attempted to self treat with manual injections of insulin (totaling 23 units) throughout the day, while wearing the pod. The device was returned and investigation results identified a damaged cannula.